Event description:
It was reported that, antegrade femoral targeting device missed anteriorly when drilling the dynamic hole. Screw was implanted and we noticed screw was not in nail. We re-attached targeter after removing screw and it missed again. Had to put a screw in static hole. No problems with static hold. Nail holding bolt was difficult to remove and made squeaking sounds. We checked the bolt before implanting, and there were no issues.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.